Event description:
Patient reported obtaining back-to-back blood glucose results of 325 mg/dl, 240 mg/dl, and 125 mg/dl on the advantage system. Patient did not take any action based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.